Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
The customer reported that during patient use, the ventilator emitted a continuous audible alarm, causing patient discomfort. Upon assessment, the ventilator screen was observed to be darkened, unresponsive to touchscreen and button commands, while the audible alarm continued. Manual ventilation was initiated and then discontinued once the patient was connected to a transport ventilator. The patient was subsequently placed on another nihon kohden brand ventilator and achieved clinical stabilization. No patient harm was reported. After the patient was removed from the affected ventilator, the unit was powered off using the on/off button, which stopped the audible alarm. The device was not returned to patient use and was sent to clinical engineering for further technical evaluation.